Event description:
Clinic notes dated (B)(6) 2013 note that the patient has not felt device stimulation and believes the device is no longer working. The physician notes that the patient has been experiencing symptoms consistent with auras seen in complex partial seizures and that since the vns is not working, the patient has experienced recurrence of these events. The patient was referred for generator replacement. During generator replacement surgery it was reported that the device was at eos = no. The generator was replaced. The generator has not been returned for analysis to date.